Manufacturer narrative:
H.6. Investigation summary: this memo is to summarize findings on your recent complaint (B)(4) against bd mueller hinton ii agar, catalog number 254081, lot number 4016060 with respect to performance issue. Event description: the customer experienced unreadable inhibition zone with trimethoprim-sulfamethoxazol on bd mh ii agar plate. The customer usually uses our bd mh ii media with our bd sensidiscs but because of the sensidisc backorder situation, he uses sensidisc and/or e-test from another company. The user reports that trimethoprim-sulfamethoxazol (from biomerieux and biorad) does not work with our bd mh ii plates. Compared to the use on mh plates from biomerieux, the trimethoprim-sulfamethoxazol on bd mh ii plates does not show a clear zone of inhibition. It is an isolated patient strain (klebsiella sp.) Bd mh ii media with e-test from biomerieux and sensidisc from biorad with unreadable/no clear inhibition zone. Biomerieux mh ii media with e-test from biomerieux and sensidisc from biorad with clear inhibition zone. Complaint history review: the complaint history was reviewed for the past 12 months, and similar complaints were registered for this catalog number. However, no similar complaint has been reported for the same lot number. A trend could not be identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample analysis: retain samples were analyzed for the growth promoting ability of the medium. Escherichia coli atcc 25922 and enterococcus faecalis atcc 29212 strains with trimethoprim-sulfamethoxazole sxt-1.25-23.75 used for quality release testing of catalog number 254081 and recommended for user quality control of the medium were applied to medium of lot no. 4016060. After incubation of 16-18 hours at 35-37°c in aerobic atmosphere, the inhibited zones are within specification without any deviation. The testing was performed according to eucast. No return samples were provided by the customer for analysis. A picture was shared showing a plate of bd mueller hinton ii agar with e-test and sensidisc with no clear inhibition zone. A second picture was shared showing a plate of mhe plate from another manufacturer with e-test and sensidisc with clear inhibition zone. Evaluation results: at this stage of the investigation, any systemic failure in the manufacturing processes can be excluded. No deviation could be found neither during the qc performance testing nor during our retest on the retain samples. Since no trend was identified, no corrective or preventive action will be implemented this time. According to the instructions for use for bd mueller hinton ii agar with some organism agent combinations, the inhibition zone may not have a sharply demarcated edge, which can lead to incorrect interpretation. Various factors have been identified as influencing disc diffusion susceptibility test. Investigation conclusion: based on the evaluation of the report and on the results of the disc diffusion test using the retain samples, the complaint cannot be confirmed for performance issue. However, bd will continue to monitor incoming complaints for similar failure types to determine if further actions are needed. We would suggest that you set aside, and not use, any prepared plated media that does not meet the appearance and performance specification as it is described on the bd certificate of analysis. This is consistent with industry recommendations for inspection of culture media prior to use (e.g. ¿good practices for pharmaceutical microbiology laboratories¿, who technical report series, no. 961, 2011, annex 2; chapter <1117> ¿microbiology best laboratory practices¿ the united states pharmacopeia; and the difco & bbl manual). H3 other text : see h.10

Event description:
It was reported when using the bd bbl¿ mueller hinton ii agar the plates do not show a clear zone of inhibition. There was no report of impact to the patient or user.